Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. The lead was capped and replaced. The physician intends to explant the lead when it is time for the device replacement. No patient complications have been reported as a result of this event.